Event description:
It was reported that during a da vinci-assisted surgical pulmonary lobectomy procedure, the maryland bipolar forceps instrument stopped obeying the surgeon¿s commands and made movements that were not directed by them. The procedure was completed with no reported injury. Isi followed up with the site and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) while attempting to manipulate instruments. The customer noted that the failure was related to the inability to move the instrument at all (remained static) and that the movements scaled appropriately. The customer also informed that instrument did not move in the intended direction, rather the instrument moved in different directions. The forceps did not respond to the surgeon¿s commands. There was no shakiness/friction. There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persisted. The instrument is available for return.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument version number has been corrected based on instrument returned (471172-19). The instrument was analyzed and found to have a loose pitch cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end.